Event description:
General report received of an unspecified number of undocumented incidents of reuse of single use devices on multiple patients. The customer contact indicated these events were the result of user error. The tubing sets were being used to deliver unspecified solutions. It was reported that the patient's primary tubing sets were connected to the y-sites of previously used extension tubing sets the extension tubing sets were reportedly reused on multiple patients who were being treated by an anesthetist. There were no reported adverse patient effects. No medical interventions were reported. Though requested, no additional information was provided.

Manufacturer narrative:
The customer indicated that the devices were discarded. Packages labeling states: "discard after single patient use."